Event description:
The customer is reporting a device that will not power on. The charge pak icon, attention icon and wrench icon are active.

Manufacturer narrative:
Medtronic evaluated the device and found capacitor c177 on the analog board was shorted. The customer was provided with a replacement device.